Manufacturer narrative:
Additional information: d4 plant investigation: the sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The tubing kit should be changed when pump head thrombosis is observed. Failure to change the circuit when there is pump head thrombosis may result in the following: increased free hemoglobin or other signs of hemolysis, pump head noise, and increased serum lactate dehydrogenase (ldh) levels. A device history record (DHR) review was performed; no non-conformities were observed during the manufacturing process. Photos were provided showing a clot in the pump head which likely led to the stopping of the pump head. Since the event was presumably patient induced, it is highly unlikely to detect a failure in a retention sample. As a physical evaluation of the complaint sample could not be performed, the cause of the reported event could not be confirmed. Based on the available information, the cause for the reported event could not be traced to the device.

Event description:
It was reported that an xlung kit clotted after six days of use while a patient was on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) support. Additional information was obtained through follow-up with a clinical support specialist (css) familiar with the event. Zero sweep and very low blood flows were in place at the time of the event; the goal was set at 2 liters per minute (lpm). The pump head was noted to have a clot building up in the cone. The machine became unable to sustain the low flow rate and the pump head stopped. The patient was immediately moved to be decannulated. The patient was decannulated approximately two to four hours earlier than planned. However, the css stated the patient was already being weaned from ECMO support. Per the css, the clot had formed in the pump head between the impeller and where the device connects to the pump drive. A log file of the machine data was sent to the css for review. Upon review of the files, the css identified an alarm that occurred four days after the patient was put on ECMO support revealing that a thrombus was present within the pump head. The facility ignored the alarm and was able to continue using the circuit for two more days. The css was unsure if the alarm was deliberately ignored or if it was inadvertent. Further review of the log files showed that the power consumption increased approximately twenty-four hours before the thrombus alarm appeared. The css believes that the power increase started a cascade of events. Additionally, the facility admitted that proper anticoagulation methods were not used for the treatment. For unknown reasons, the patient was said to be subtherapeutic throughout the entire ECMO run. There were no adverse outcomes due to the event, and no medical intervention was required. The clotting resulted in approximately 400 ml of blood loss. The css confirmed there were no adverse effects experienced due to the blood loss. Following their assessment, the css offered to provide further education on how to properly handle these events in the future. The css reminded the facility¿s ECMO coordinator and perfusionists how to look back at past alarms and offered to attend an onsite weekly perfusion meeting to provide additional guidance. The sample was not available to be returned for evaluation. However, photos of the clotted device were provided for review.

Event description:
It was reported that an xlung kit clotted after six days of use while a patient was on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) support. Additional information was obtained through follow-up with a clinical support specialist (css) familiar with the event. Zero sweep and very low blood flows were in place at the time of the event; the goal was set at 2 liters per minute (lpm). The pump head was noted to have a clot building up in the cone. The machine became unable to sustain the low flow rate and the pump head stopped. The patient was immediately moved to be decannulated. The patient was decannulated approximately two to four hours earlier than planned. However, the css stated the patient was already being weaned from ECMO support. Per the css, the clot had formed in the pump head between the impeller and where the device connects to the pump drive. A log file of the machine data was sent to the css for review. Upon review of the files, the css identified an alarm that occurred four days after the patient was put on ECMO support revealing that a thrombus was present within the pump head. The facility ignored the alarm and was able to continue using the circuit for two more days. The css was unsure if the alarm was deliberately ignored or if it was inadvertent. Further review of the log files showed that the power consumption increased approximately twenty-four hours before the thrombus alarm appeared. The css believes that the power increase started a cascade of events. Additionally, the facility admitted that proper anticoagulation methods were not used for the treatment. For unknown reasons, the patient was said to be subtherapeutic throughout the entire ECMO run. There were no adverse outcomes due to the event, and no medical intervention was required. The clotting resulted in approximately 400 ml of blood loss. The css confirmed there were no adverse effects experienced due to the blood loss. Following their assessment, the css offered to provide further education on how to properly handle these events in the future. The css reminded the facility¿s ECMO coordinator and perfusionists how to look back at past alarms and offered to attend an onsite weekly perfusion meeting to provide additional guidance. The sample was not available to be returned for evaluation. However, photos of the clotted device were provided for review.

Manufacturer narrative:
Correction: d4.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an xlung kit clotted after six days of use while a patient was on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) support. Additional information was obtained through follow-up with a clinical support specialist (css) familiar with the event. Zero sweep and very low blood flows were in place at the time of the event; the goal was set at 2 liters per minute (lpm). The pump head was noted to have a clot building up in the cone. The machine became unable to sustain the low flow rate and the pump head stopped. The patient was immediately moved to be decannulated. The patient was decannulated approximately two to four hours earlier than planned. However, the css stated the patient was already being weaned from ECMO support. Per the css, the clot had formed in the pump head between the impeller and where the device connects to the pump drive. A log file of the machine data was sent to the css for review. Upon review of the files, the css identified an alarm that occurred four days after the patient was put on ECMO support revealing that a thrombus was present within the pump head. The facility ignored the alarm and was able to continue using the circuit for two more days. The css was unsure if the alarm was deliberately ignored or if it was inadvertent. Further review of the log files showed that the power consumption increased approximately twenty-four hours before the thrombus alarm appeared. The css believes that the power increase started a cascade of events. Additionally, the facility admitted that proper anticoagulation methods were not used for the treatment. For unknown reasons, the patient was said to be subtherapeutic throughout the entire ECMO run. There were no adverse outcomes due to the event, and no medical intervention was required. The clotting resulted in approximately 400 ml of blood loss. The css confirmed there were no adverse effects experienced due to the blood loss. Following their assessment, the css offered to provide further education on how to properly handle these events in the future. The css reminded the facility¿s ECMO coordinator and perfusionists how to look back at past alarms and offered to attend an onsite weekly perfusion meeting to provide additional guidance. The sample was not available to be returned for evaluation. However, photos of the clotted device were provided for review.